Event description:
The customer contacted baxter's technical service center to report feeling a shock, which occurred on the homechoice during drain, patient connected. The technical service representative asked the home patient if she was having drain pain. The home patient stated no, she knew what the drain pain felt like and this was more of a shock. The home patient stated she was having the shock feeling in drain 4/7, but now she was getting the shock feeling in dwell 4/7. The technical service representative explained the homechoice would be swapped out. The home patient had a procard. The technical service representative recommended the home patient contact the nurse to let them know she was getting the shock feeling and let the nurse know the homechoice would have the 10.4 smartcare software. The technical service representative recommended the home patient use manual bags for tonight. The technical service representative recommended the home patient press stop and call baxter if she had the shock feeling again. The home patient was diabetic and was on insulin or diabetes medication. Therapy was not discontinued prior to completion of two (2) full cycles. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Homechoice was evaluated in the product analysis lab (pal) for the customer reported issue of electrical shock. The device was received operational. Review of the logs did not confirm the reported issue symptom of electrical shock. Issues such as these are symptom in nature and would not be confirmed in the logs or duplicated during the pal evaluation. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue symptom of electrical shock. The assignable cause for the customer reported issue symptom of electrical shock was undetermined. The device was determined to meet specifications for the customer reported issue of electrical shock. The device will be sent for servicing.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.